Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported patient's programmer reflects a communication error. The patient is without stimulation and the patient has not recharged the ipg in approximately 2 months. The sjm representative met with the patient and confirmed the issue. The patient plans to undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.